Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep4055 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reep4055) have been reported from the same facility.

Event description:
It was reported via medwatch "safety device to automatically retract the needle failed, needle was left exposed placing patient and staff at risk for possible needlestick and exposure."